Event description:
As reported by the (B) (6) registry, the pt experienced an ischemic stroke the same day as the index procedure. The lesion was located in the left proximal internal carotid artery. The lesion was described as eccentric,concentric, 4mm in length, 99% stenosed with severe calcification. The reference vessel was moderately tortuous and 5mm in diameter. A 8mm angioguard rx was deployed past the target lesion. An 8 x 30mm precise pro rx was successfully implanted. Residual stenosis was 10%. The angioguard rx was successfully retrieved with no debris noted in the basket. Following the procedure, the pt experienced behavioral changes and right-sided hemiparesis. The pt was diagnosed with an ischemic stroke. The investigator felt the stroke was not related to cordis product, but was related to the index procedure. Approx four hours after the procedure, he was noted to have right sided weakness and slurred speech. The pt was taken for an angiogram and ultrasound. The stent was patent with normal wave forms and peak velocity was 73 cm/sec. The angiogram revealed a non-occlusive thrombus in the left middle cerebral artery. The weakness returned to full strength in all extremities during the next 24 hours. The pt was alert and appropriate to commands. Approx 5 days after the procedure, the pt discharged home with no need for follow-up therapy. No intervention or treatment was performed to treat the event. No additional intervention was required.

Manufacturer narrative:
Additional information was received and the act was changed to 278.

Manufacturer narrative:
Ischemic events are a well known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or mfg process of the device. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint.